Event description:
It was reported that the right atrial (ra) lead exhibited noise and oversensing. Fluoroscopy imaging was performed, but the cause of the noise was not able to be confirmed. Subsequently, the patient underwent a revision procedure and the ra lead was surgically abandoned and replaced. The physician also elected to replace the device due to normal battery depletion. No additional adverse patient effects were reported.